Manufacturer narrative:
(B)(4) d6a: implant date: unknown date in 2024. D10: cat# 00-8775-028-02 lot# unk biolox delta fem head 12/14 28mm +0mm cat# 110031010 lot# unk 28mm i.d. 40mm o.d. Size d bearing. G2: foreign - event occurred in japan. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient underwent total hip arthroplasty (tha) at another hospital on an unknown date in 2024. The patient underwent a revision due to symptoms of a metallic allergy. Attempts have been made and no further information has been provided.